Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no reported impact to the customer¿s blood glucose level related to the fill estimate issue. Customer disconnected and delivered a test bolus as instructed, received education that a positive fill value was considered accurate and that static estimate could resume normal countdown once insulin amount matched displayed value.